Event description:
Err appears on the screen, then blinks 0. Tried the machine multiple times and had her friend try to troubleshoot, but the same issue occurred.

Event description:
Err appears on the screen, then blinks 0. Tried the machine multiple times and had her friend try to troubleshoot, but the same issue occurred.